Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shut off in the middle of the night. Review of pump data showed that the customer inadvertently entered the pump into storage mode while the pump was connected to a power source. Customer reported blood glucose (bg) level was 275. A corrective bolus was delivered to address bg level. The pump was able to be turned back on as expected. It as confirmed the customer was able to reload a cartridge and resume insulin delivery.